Manufacturer narrative:
Concomitant medical product: 5076-52 lead, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) set screw was loose and the right ventricular (rv) lead exhibited high, out of range, pacing and defibrillation impedances approximately one month post-implant. The crt-d and rv lead were revised and remain in use. No patient complications have been reported as a result of this event.